Event description:
Discordant, falsely low calcium results were obtained on one patient sample on an advia 1800 instrument. The sample was repeated on the same instrument twice, resulting without change on first repeat and higher on second repeat. The discordant results were reported to the physicians(s). It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that removal of a bubble at the surface of the sample resolved the issue. A siemens customer service engineer who was onsite the next day confirmed that the instrument was performing as expected. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.